Event description:
The patient had a primary knee surgery on (B)(6) 2021. On (B)(6) 2021, the patient came in due to signs of infection and the pathogen was unknown. The surgeon performed a washout and revised the poly. The surgery was completed successfully. On (B)(6) 2024, about 2 years and 4 months after precedent revision, the patient had knee pain and the cause is unknown. The surgeon revised the motor devices (noncompartmental knee) and implanted to a total knee (bicompartmental knee). The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 06 may 2024. Lot 2100872: (B)(4) items manufactured and released on 07-apr-2021. Expiration date: 2026-03-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implants involved, batch review performed on 06 may 2024: moto partial knee 02.18.tf4.rm tibial tray fix cemented s4 rm (k162084) lot. 2008753 lot 2008753: 15 items manufactured and released on 04-nov-2020. Expiration date: 2025-10-18. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Moto partial knee 02.18.003rm anatomical femoral component cemented s3 rm (k162084) lot. 2105456 lot 2105456: (B)(4) items manufactured and released on 28-may-2021. Expiration date: 2026-05-16. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review.